Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3 other text : device not returned

Event description:
It was reported that a cartridge alarm 1 during bolus delivery. The customer's blood glucose level was 324 mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy.